Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that error c-34 reported for erbe cautery. The customer had an each power cycle and activation was getting interrupted for monopolar instrument. The logs were not available at the moment. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed using another dv system vision side cart (vsc). No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned and the reported issue was confirmed during a system error log review, where error c-34 was observed. Upon visual inspection, no external abnormalities or damage were observed that could be directly correlated to the reported event. When tested on the system, the unit displayed error c-34 upon startup, confirming the reported behavior. The unit will be sent to the original equipment manufacturer (OEM) for further evaluation and potential repair. The complaint was confirmed and replicated based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Fa codes were updated.